Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reported material separation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 190cm ht bmw universal ii guide wire, the device was opened from its package and it was noted that the distal shaft at the joint point was separated. A new bmw universal ii guide wire was used to continue the procedure. There was no patient involvement or clinically significant delay. No additional information was provided.